Manufacturer narrative:
Event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient  had left their samsung handset at home. The rep interrogated their device with their handset and a warning came up saying that all of the data will be lost. They proceeded and yes, everything was gone. The rep had to set up the patient device again from scratch including implant locations, date of birth, gender etc. Only one program was visible also meaning, they  had to reinstate all programs etc. Basically a complete new set up. Follow up from the rep indicated that it was a simple device interrogation. There was no further diagnosis performed. They had to  re-enter in the patients details using their controller.  They just used  their  samsung instead of the patient's. The issue was resolved at the time of the report. No symptom reported.